Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turned on. Upon troubleshooting, fse checked and found that the mpdu (main power distribution unit) control unit was not responding, reseated connection, and later it was found that the f10 fuse in the m cabinet was failed and replaced, but the issue persisted. To resolve the issue, fse replaced the mpdu control unit. The failed component of the mpdu control unit was returned to philips for failure analysis and the cause of the failure has been found due to burn damage to the plastic shell that contains the connector pin and small bending on that pin. After replacement of the mpdu control unit, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. No harm to the patient or user was reported. There was no reported patient or user harm. A philips field service engineer (fse) replaced the main power distribution unit (mpdu) and returned the system to use in good working order.